Event description:
The report rec'd indicated that a cypher stent is associated with a thrombotic event five mos after implantation. Initial procedure was an elective case. Pre-dilatation was conducted with a balloon (3.0/20mm) at 6 atm for 10 seconds. Cypher (3.0/13mm) was implanted in the left circumflex (lcx) for saphenous vein graft (svg) at 20 atm for 20 seconds. The vessel was a de-novo, concentric and lesion ostial. Vessel classification was type b1. The lesion length was 5-6mm and vessel diameter was 3.0mm. Post-dilatation was not conducted and intravascular ultrasound was also not conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 3 and 3 after the procedure. Act was not measured. Three weeks later, a cypher (2.5/28mm) and cypher (2.5/23mm) were implanted at the proximal and mid left anterior descending coronary arteries (lad) and kissing balloon technique was conducted for left anterior descending and left circumflex. The procedure details are unk. Four mos after the second procedure, the pt came to the hosp for f/u. The pt was asymptomatic. Coronary angiogram was conducted and a thrombus was observed in the implanted cypher at lcx for svg. A restenosis was also observed in the anastomosis site of left internal thoracic artery (lita) and lad. However, it was not treated because blood flow of native left anterior descending artery and the left circumflex artery was improved during intervention four mos earlier.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.